Manufacturer narrative:
G4: 01sep2020. B4: 23sep2020. The service engineer (se) inspected the device. The se tested the unit on battery power and alternating current power and the unit still had no power. The se replaced the power management board and the issue was addressed. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
It was reported that the ventilator would not power on. There was no patient involvement.